Event description:
Jet 7 penumbra aspiration catheter and marksman microcatheter were prepared and advanced over goal tip wire to the occluded distal m 1 segment. The microcatheter was then removed, and the jet 7 was connected to penumbra aspiration for 3 minutes. The catheter was then pulled back and follow-up runs demonstrated no improvement in the occluded distal m 1 segment. This was repeated a 2nd time and the jet 7 catheter was found to be damaged with a hole proximal portion of the catheter.